Event description:
It was reported that during impaction, the tip of the impactor handle snapped off. Part of device fell into patient but was removed. This caused a surgical delay/prolongation of 5-15 minutes. There was no adverse event as a result of this surgical delay. Patient was last known to be in stable condition following the event. Device is returning.

Manufacturer narrative:
(H3) pending evaluation.

Manufacturer narrative:
The broken instrument reported was likely the result of improper use of the devices during surgical procedure, as supported by durability testing, review of instrumentation design, and operative technique.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: upon reassessment of the reported event, it was determined that the event did not involve a death or serious injury nor would be likely to cause or contribute to a death or serious injury if the reported malfunction were to recur. As a result, this complaint event is no longer considered reportable by exactech and this report may be disregarded.